Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 499 mg/dl. She was feeling nauseous. The customer treated her high blood glucose level with an insulin shot of 15 units but her blood glucose level was still rising. The device was not returned.